Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
Patient developed a wound infection and breakdown at the lead site. Treatment included rns neurostimulator and lead explant and antibiotics treatment (3 weeks pacc line abx).